Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. No broken battery tube threads noted.

Event description:
The customer reported via phone call that pump top of reservoir and battery compartment has broken off. The customer¿s blood glucose level was 72 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.